Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot #: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient with an external neurostimulator (ens). It was reported that patient's left lead came out and they thought their right lead moved as they could not feel stimulation when they tried to raise it. Patient's incision site was sore and they had extra bleeding. Patient stated that the area around the leads was very damp due to extra bleeding. Patient later confirmed that one of their two leads had been dislodged and that they were going to see their doctor to confirm if their leads would be reinserted or removed. No further complications were reported.